Event description:
Burned him/her and made/left blisters on his/her skin/this was very painful [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer (patient) and from the pfizer-sponsored program thermacare (B)(6) from the same contactable consumer (patient). A patient of an unknown age and gender started to use thermacare heatwrap (thermacare menstrual) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient used one of the wraps and after about 4 hours it got really uncomfortable so he/she checked and it had burned him/her and made blisters. The patient asked whether this is supposed to happen. The directions say it is good for 8 hours. These never did this before. This was very painful. The patient was upset that the product burned him/her and left blisters on his/her skin. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. Additional information has been requested and will be provided as it becomes available. Comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown the manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Expend trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. Expend trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for menstrual 8hr products.

Event description:
Event verbatim [preferred term] burned him/her and made/left blisters on his/her skin/this was very painful [burns second degree] . Case narrative:this is a spontaneous report from the pfizer-sponsored program thermacare facebook page from a contactable consumer (patient). A patient of an unknown age and gender started to use thermacare heatwrap (thermacare menstrual) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient used one of the wraps and after about 4 hours it got really uncomfortable so the patient checked and it had burned the patient and made blisters on an unspecified date. The patient asked whether this was supposed to happen. The directions say it is good for 8 hours. These never did this before. This was very painful. The patient was upset that the product burned him/her and left blisters on his/her skin. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. According to the product quality complaint group: reasonably suggest device malfunction: yes. Severity of harm: s3. Site sample status was not received. This investigation was conducted for an unknown lot number menstrual 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown the manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Expend trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass. Expend trend actions taken: based on this citi search, there is not a trend identified for the subclass adverse event/serious/unknown, adverse event safety request for investigation and adverse event negligible-minor for menstrual 8hr products. Follow-up (07apr2020): new information received from the product quality complaint group included investigational results. Comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.